Manufacturer narrative:
Batch review performed on 30 august 2021: lot 161484: (B)(4) items manufactured and released on 18-may-2016. Expiration date: 2021-05-02. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a loose tibial component and the cause of the loose tibial component is unknown. The surgeon removed all implants and replaced them with semi-constrained implants almost 4 years and 11 months after primary. The surgery was completed successfully.